Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0un06, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported that they had a loss of therapy. The patient did not feel stimulation. It was confirmed that therapy was off. The patient turned the therapy back on and could then feel stimulation. Troubleshooting resolved the issue. The patient had incontinence issues, sudden in onset on (B)(6). It was further noted that the patient had poor communication with the patient programmer and saw a poor communication screen. The patient was not recently implanted. The programmer was returned.